Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac-10) board located on surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The rac-10 was analyzed and the reported problem was confirmed but not replicated. In the system logs, error 23124 was identified, indicating that the fault occurred in the field and confirming the reported event. Visual inspection revealed no anomalies related to the issue. The rac board was installed in the golden system, where it functioned as expected. The golden system was subjected to 10 power cycles, 10 sine cycles, and one hour of idle time, followed by manual master tool manipulator (mtm) driving, during which the rac continued to operate as expected. Upon completion, system error logs were reviewed, but error 23124 was not observed. The complaint was confirmed by field evaluation but not replicated by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from rac-10 board.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported that a system error occurred requesting the disablement of the master tool manipulator (mtm) when the second surgeon side console (ssc) took control of the camera. The surgeon attempted to adjust the ssc and the error 23134 was generated. This issue was not present on the first ssc when adjusting any of the universal surgical manipulator (usms). The staff continued the procedure using the second ssc. An error log captured a discontinuity in the cart-space position, indicating an incorrectly updated offset. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon for the lung case. The da vinci-assisted surgical procedure was performed at 08:30 am ( 2 cases performed that day). Additionally, the procedure utilized two surgeon side consoles (ssc), indicating that it started as a dual console case. Operator from 2nd console tried to move camera, it won¿t move. Patient-related information was shared. No relevant test results were provided. Relevant patient history included lung nodule.